Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: b30 (scope communication err). Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, for the error code discovered during the evaluation, it is believe that an electrical failure with the internal components caused the error to occur. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during setup and inspection for use (i.e., during room setup before the patient was brought in), the subject device exhibited an issue where no image was displayed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.